Event description:
It was reported that an ems was used during an unknown procedure. It was reported by the affiliate that the instrument becomes blocked during the surgery. There was no consequence to the patient.